Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found damage to the: top cover, encoder cover, motor cover, and patient restraint; additionally, the battery partition cover was missing. Review of the platform archive log revealed no significant problem in the archive file. The primary complaint was confirmed. Further investigation revealed that the battery compartment on the inside, was cracked (caused by battery inserted into the compartment too aggressively); thus, causing the reported problem. After the battery compartment was replaced, the autopulse platform passed functional testing. In summary, the customer's reported complaint of the autopulse platform not powering on was confirmed during investigation. The autopulse platform is a reusable device and was manufactured on 10/12/2006. Therefore, this type of physical damages found during inspection is characteristic of normal wear and tear for the life of the device. The cracked battery compartment observed during inspection was replaced. Although not related to the reported complaint, additional work was completed to ensure that the autopulse platform is functioning without issue; the damaged and missing parts observed during visual inspection and the clutch plate were replaced. The platform passed all final testing criteria.

Event description:
During a shift check, it was reported that the autopulse platform (s/n:(B)(4)) did not power on. Several attempts were made using multiple known good batteries, without success. There was no patient involvement reported.